Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, inadequate capture was noted on the left ventricular (lv) lead and dislodgement was suspected. Diagnostic imaging confirmed that the lv lead was dislodged. The lv lead was explanted and replaced in order to resolve the issue. The patient was stable.